Event description:
The customer reported via phone call that he had an issue with 3 infusion sets and 3 reservoirs. Customer was receiving a no delivery alarm. Customer's blood glucose was 423 mg/dl at the time of the incident. Customer reported that the alarm was resolved by a complete set change. Customer does not want to return the set or reservoir for analysis. Customer will be shipped replacements.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.